Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother stated that upon removal of the sensor pod, the sensor wire detached and remained stuck to the patient's abdomen. Patient's mother stated that she removed the entire sensor wire from the patient's skin. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).